Event description:
Ous MDR - after the implant duration of 5 years, during a follow up, it was noted that the pacing impedance increased starting on (B)(6) 2013 and exceeded 3000 ohms leading to exit block. Poor physical and mental condition was noted for the patient. Apart from that, no adverse patient side effects were reported. The lead remains implanted. The pacemaker was reprogrammed to ddd mode.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the pacemaker data received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received pacemaker data were inspected. A rising ventricular pacing impedance with values up to > 3000 ohms was observed, as mentioned in the complaint description. High threshold values of 4.3v@0.4ms could be confirmed, although not trend data were available for this parameter. The sensing values remain stable around 15-mv. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The inspection of the available data confirmed high thresholds and out of range impedance values with stable sensing. Based on the analysis of the data, no conclusions can be drawn regarding the root cause of the clinical observation. Should further information become available this report will be updated.